Manufacturer narrative:
The customer reported being unable to sync during cardio version using internal paddles. Two devices were tried. No adverse pt impact was reported. The users could not get r-waves using the internal paddles for the ECG source with either. The biomed checked both devices that they tried, and they both passed all testing. The philips response center directed the customer to labeling for cardio version with internal paddles which shows that the user must press down, and hold the discharge buttons down until an r-wave is detected. The biomed re-educated staff regarding this issue, directed them to the mrx labeling. We are considering this a user error and not a malfunction of the device.

Event description:
The customer reported being unable to sync during cardioversion using internal paddles. Two devices were tried. No adverse pt impact was reported. The users could not get r-waves using the internal paddles for the ECG source with either. The biomed checked both devices that they tried, and they both passed all testing.